Event description:
A volume discrepancy was reported. The actual residual volume (10 ml) exceeded the expected residual volume (3.1 ml). This was noted to be within specification. A dye study was performed, and the logs were checked. The cause of the discrepancy was unknown. The surgeon was being contacted for a possible catheter revision. The pump ¿would most likely also be replaced at the catheter revision¿. The patient experienced increased spasticity. The medication infused was lioresal. Per the manufacturer¿s device registry, the pump was replaced on (B)(6) 2013.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), (B)(4).